Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the lead may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement, measuring greater than 125 ohms. Multiple attempts to obtain additional follow-up information have been unsuccessful. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement, measuring greater than 125 ohms. Multiple attempts to obtain additional follow-up information have been unsuccessful. No adverse patient effects were reported. Additional information received in may 2024 indicates that during a routine implantable cardioverter defibrillator (ICD) replacement procedure, inspection of this rv lead revealed a crack of 3-4 centimeters in length near the is1 connection. A long tear in the insulation was also observed. Removing the entire lead was not possible, so a piece of the lead was cut off and will be sent for laboratory analysis. Another rv lead was implanted. It was noted that besides the previously reported out of range shock impedance measurements, there were no other abnormal measurements before the ICD change.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement, measuring greater than 125 ohms. Multiple attempts to obtain additional follow-up information have been unsuccessful. No adverse patient effects were reported. Additional information received in may 2024 indicates that during a routine implantable cardioverter defibrillator (ICD) replacement procedure, inspection of this rv lead revealed a crack of 3-4 centimeters in length near the is1 connection. A long tear in the insulation was also observed. Removing the entire lead was not possible, so a piece of the lead was cut off and will be sent for laboratory analysis. Another rv lead was implanted. It was noted that besides the previously reported out of range shock impedance measurements, there were no other abnormal measurements before the ICD change. Additional information: this product was partially returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed approximately 95 millimeters (mm) from the terminal end. Only the proximal segment was returned. Induced damage during explant was observed: coils and insulation were cut with tool, and a surface abrasion was noted on the terminal boot. Visual inspection also noted tears, abrasion and a bend in the outer insulation approximately 85 mm from terminal pin, likely due to compression/rubbing. Coils are not exposed. There were small amounts of calcium deposits on the outer insulation. Setscrew marks were in the correct location on the terminal pin. Electrical continuity testing passed - indicating conductors are intact. The "cause traced to device design" conclusion code was selected based on the direct observation of insulation abrasion on the returned lead segment. Abrasion of lead insulation is considered a design issue when the field report indicates it occurred during normal use.